Event description:
It was reported that during a laparoscopic supra cervical hysterectomy the devices, were leaking pnuemo from the inner seal. New devices were pulled to complete the case with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Was there a drop in pressure? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Inter seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grapers, camera, harmonic. Was any torque being applied to the trocar or device? Asku.